Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) integrated apd set w/cassettes leaked. It was reported that with each cassette, the caregiver set up for therapy, primed the line, and noticed that the patient line was leaking as the ¿nipple was not completed sealed to the tubing¿. The leaks were observed while priming for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. The devices were discarded. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.